Manufacturer narrative:
(B)(4). Visual examination of the returned device found signs of repeated use and pieces from the anterior and posterior surface has fractured off. The fractured pieces were not returned. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records are not available for review. This complaint was confirmed. The devices have a potential field age of 6 years and 1 month and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when trialing with the other components, the poly broke when inserting. No patient harm reported.